Event description:
The operator of a vitros 5,1 fs chemistry system observed imprecise quality control results with vitros valp reagent. This event took place four times in 2008. The laboratory does not believe any vitros valp pt results were affected during the event and there was no allegation pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd field engineer investigated this event and repaired the secondary metering system and reagent supply, which returned the device to expected operating condition. The investigation into this event concludes that the root cause was instrument related.